Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support stating that a supply change resulted in two cartridges leaking insulin. The patient had assistance during the supply change, and the agent advised that the cartridge should be inserted first after rewind, followed by connecting the adapter. The helper performed the process as instructed, and the device functioned properly. The patient reported elevated blood glucose levels without symptoms due to not receiving insulin overnight. During a subsequent follow-up, the patient reported that the supply change may have been performed incorrectly by the helper, but blood glucose levels were improving and approaching range, and no further follow-up was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.